Manufacturer narrative:
(B)(4). Empty. Conference call took place with ees marketing, quality, engineering, and the sales rep to discuss the ligamax complaint from (B)(6). The following information was provided: the clip delivered and formed correctly; however, the clip was only at the structure at the most distal tip. The assumption is that the clip may have not have been properly placed on the vessel upon firing. The surgeon acknowledges he does not pre-load the device prior to firing and this could potentially be a contributing factor to his issue. The surgeon is continuing to use this product. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the internal components were found to be in good condition; no anomalies were noted. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired the first clip and it dropped off of the artery after placement distally. They fired several more clips and the same issue happened again after the eighth or ninth clip when firing on the cystic duct. They used the device and completed firing conforming clips after the ninth firing. It was required to use an additional device due to they needed additional clips placed. There was no patient consequence reported.